Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via company sales representative to our local affiliate (B)(4). This case involves a female who received poly-l-lactic acid (sculptra) therapy, dosage, therapy date, indication nos. Relevant medical history and concomitant medication was not reported. The physician, who was the pt, treated herself with an excess of poly-l-lactic acid (sculptra) developed an inflammatory reaction (edema, redness and hot) 48 hours after poly-l-lactic acid administration and disappeared gradually one week later. The outcome is complete recovery. Rptr's causality: not specified. This case has the same rptr as (B)(6). Addendum for follow-up info received on (B)(6) 2008: a ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Additional info received on (B)(6) 2008: the batch number was a6014 with an expiration of jun-08.